Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. On one occasion, the customer's blood glucose was 168 mg/dl, compared with the sensor reading of 62 mg/dl. The insulin pump suspended insulin delivery again when the customer's blood glucose was 149 mg/dl and the sensor reading was 65 mg/dl. The customer stated that the insulin pump alerted a low warning when the sensor glucose was 63 mg/dl, but her blood glucose was 149 mg/dl. The customer was advised to replace the sensor.